Manufacturer narrative:
Investigation: customer returned a photo of syringes. Customer states that the graduation of the syringe is printed incorrectly. The attached photo was examined and it is difficult to determine if the scale marking placements on the barrel are printed correctly solely based on the attached photo without the physical sample. Root cause cannot be determined at this time as the issue is unconfirmed. Unable to perform DHR check for scale marking defective due to unknown lot number.

Event description:
It was reported that before use of the syringe 0.3ml 31g 6mm 30box mex the scale markings were printed incorrectly. The following information was provided by the initial reporter, translated from spanish to english: the graduation of the syringe is printed incorrectly.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that before use of the syringe 0.3ml 31g 6mm 30box mex the scale markings were printed incorrectly. The following information was provided by the initial reporter, translated from spanish to english: the graduation of the syringe is printed incorrectly.